Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-may-2026, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump produced a pressure fault error during a case. No patient was affected. Additional information was received on 21-may-2026. The representative apologized for the limited information and does not know if arthrex tubing was used with the pump. The type of procedure was unknown, and none of the pump settings were recorded at the time of the event. No media was taken/provided, and they are unaware if an arthrex representative was present.